Manufacturer narrative:
A4 - patient did not wish to disclose weight.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-06428 it was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Additionally, during the procedure the right lead broke. Effective therapy was established post-op with the left lead only.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.